Manufacturer narrative:
This complaint is being closed since after multiple attempts to retrieve the product, the product still has not been returned for evaluation. If and when the device in question is received, this file will be reopened and its contents made to reflect the results of the evaluation. The reported complaint cannot be confirmed and a root cause the reported device failure cannot be determined. However, the supplier completed a CAPA investigation to address sparking failures. The likely root cause has been identified as small gaps or low application of the epotek adhesive creating a weak dielectric barrier between the active tip and the return path, resulting in sparking and arcing. Training requirements were updated to be performed on a six month basis. Review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the records reviewed. Review of the depuy synthes mitek complaints system revealed one other similar complaint for this lot of devices released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4). Device not returned.

Manufacturer narrative:
This emdr is being resubmitted due to an esg or cdrh emdr processing system outage. This report was originally submitted on november 1, 2017; however, the system problem prevented acknowledgements from being received. The complaint device was received and evaluated. Visual observation of the active tip revealed the top portion of the tip was missing, and the entire manifold was severely melted and burnt. The observed damage is indicative of sparking, confirming this complaint. Further functional testing was not preformed for safety reasons. Damage of this nature, where the active tip is physically damaged, is typically associated with the tip coming into contact with another metallic object such as a scope during activation. Therefore, the most likely root cause is user error. Review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the records reviewed. Review of the depuy synthes mitek complaints system revealed one other similar complaint for this lot of devices released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The affiliate reported via email during the procedure (arthroscopic right rotator cuff repair), the surgeon used the electrode to cut and coagulate the tissues. The electrode produced sparks several times and this influx of light burnt out the optical nearby. Alcoholic betadine antisepsis. No more image on the screen because the optical was black and bleedings in the shoulder because coagulation was impossible. Blood loss is impossible to evaluate. They had to replace the optical and used a new electrode. Additional information obtained on 8-9-2017: the issue was detected during use. There were no fragments generated due to electrode failure and nothing fell inside the patient. The failure prolonged the surgery by 15 minutes. The surgery was completed with new optical and electrode.